Event description:
It was reported that during a knee surgery the fast thread interference screw broke during insertion into the femoral bone tunnel. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error. Specifically, improper bone preparation, misalignment of the insertion, and/or if the screwdriver is not fully seated on the screw, the screw will fracture during insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.